Event description:
During an index surgery, the surgeon stated that the unitrax sleeve did not fit with the trunnion of the omnifit stem or it was an issue with the head. A new sleeve and head were opened and the surgery was completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding assembly issues involving a unitrax sleeve and unitrax head was reported. The event was not confirmed. Method & results: -device evaluation and results: the head and the sleeve were returned assembled. The head was unremarkable. -medical records received and evaluation: records were not provided for review. The devices were not implanted. -device history review: the device was manufactured and accepted into final stock with no discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined based on the information provided. During an index surgery, the surgeon stated that the unitrax sleeve did not fit with the trunnion of the omnifit stem or it was an issue with the head. The device details of the stem were not provided. The stem was left implanted and a new head and sleeve successfully implanted. A review of the surgical protocol noted that after stem implantation, the modular adaptor sleeve is impacted onto the implanted stem with two or three mallet blows. The unitrax head component is then impacted onto the adaptor with two or three mallet blows.

Event description:
During an index surgery, the surgeon stated that the unitrax sleeve did not fit with the trunnion of the omnifit stem or it was an issue with the head. A new sleeve and head were opened and the surgery was completed successfully.